Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had difficulty to startup the device when priming. Customer blood glucose value was unknown at the time of incidence. Customer also stated that the insulin pump had rainbow effect. The device will not be returned for analysis.